Event description:
Sometime post placement, the patient experienced discomfort. Xray done which showed the catheter had broken & embolized to patients pulmonary artery. Removed w/o complications.

Manufacturer narrative:
Product implicated is a plastic port w/attachable 6.6fr catheter. No sample has been returned for eval as the hosp retains the product due to pending litigation. Five color photographs are returned in lieu of a product sample. They show magnified views of the separated pieces of the complaint sample at various angles. It appears that the catheter has separated at the port stem. The individual pieces include port with short segment of catheter tubing over stem, proximal end of disconnected catheter tubing, and loose cath-lock. Proximal end of short segment of tubing on port stem is butted against base of stem port housing. Distal end of this segment is torn and fractured. Proximal end of the loose catheter tubing is similar in appearance, being broken and torn. However, match of two broken ends is hard to visualize in photos taken. Angles shown do not appear to mate together. There is blood residue visible inside and around loose tubing opening. Port base perimeter holes on either side of port stem appear to have been nicked and gouged from instrument manipulations. Hard plastic cath-lock (this is not made of silicone as indicated in the sales rep.'s letter) is unremarkable. A possible lot number was given. A history review of lot#36ld7166 indicates no related mfg issues, and no other field complaints reported for this lot. Notes indicate that some time after port was placed pt experienced discomfort. It was discovered that catheter had detached from port and lodged in pt's pulmonary artery. Embolized catheter was successfully removed percutaneously. All of photographs show the short segment of tubing over the stem to be butted against the base of the stem. The tubing butted against the stem base may indicate that too much tubing was placed on the stem prior to advancing the cath-lock. The detached cath-lock suggests it was improperly fitted over the catheter. The break appears to have occured distal to locking edge of stem barb. Too much tubing can cause difficult engagement of the cath-lock. However, the break line is very jagged and irregular. Tubing is also ripped and torn proximal to the break line. This may suggest damage from instrumentation in addition to the cath-lock damage. The complaint of subcutaneous catheter breakage is inconclusive, since the actual product sample is not returned for eval. However, photographs show signs suggesting improper port connection combined with instumentation damage. Instructions for use gives detailed, graphic instructions for making a proper port connection, and cautions the user to avoid mechanical damage to silicone tubing.